Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (46214) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. (B)(4).

Event description:
A customer's wife reported the customer experienced a hypoglycemic episode with subsequent loss of consciousness. It was further reported they received a reading of 155mg/dl on their precision xtra meter obtained at 5pm that was higher when compared to a paramedic's meter reading of 37 mg/dl at 5:20 pm. The customer reportedly was treated with glucose intravenous infusion on the scene to counteract the event. There was no report of death or permanent impairment associated with this medical event.